Manufacturer narrative:
The t:slim pump user guide states that: humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 300s mg/dl. Elevated bgs were treated by administering a correction bolus, via the pump and pen. System check was performed, and it was determined that the customer was using humalog past labeling. Tandem technical support educated the customer on the importance of adhering to labeling, and also discussed other factors that could cause elevated bgs. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.